Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patients leads displayed high impedances. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.